Event description:
The product manager reported an event communicated by the headnurse of the hospital: "during a surgical procedure of thr with a cemented stem abgii, the headnurse noted that the product involved showed the inner blister damaged even if in the original packaging and external wrapping seemed to be in perfect conditions. Moreover, it was noted that: "supports and protections, and the distal centralizer, which wrap around the stem in the package were not in place and were broken (hence the stem was practically free to move in the package). On the stem there were traces of white material, originally interpreted as pieces of plastic enclosures for protection." The package contained only 4 instead of 6 labels. The hospital has a double set of all codes on a consignment, so they opened another batch of the same code. The operation took less than 5 minutes. No adverse consequence reported by the customer. Updated info on (B)(6): "the hospital forwarded the official communication of the event. It was updated the info related to adverse consequences reported. It seems that there was a delay in the procedure of less than 30 minutes." The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.